Event description:
It was reported that the pt experienced symptoms of overdosage. After reprogramming the pump to minimal flow the pt showed symptoms of underdosage. The event escalated to problems of renal failure and status epilepticus. The pt was on continuous monitoring in the intensive care unit (ICU). The pump was replaced after 12 days of service life because of flow accuracy problems. The drug in the pump was morphine.